Event description:
It was reported by service report that the right siderail panel was smashed on the outer panel and the panel was no longer on the bed. No pt involvement or adverse consequences are reported.